Manufacturer narrative:
Since tracker-18 soft stream catheter would not be returned to target, product eval was performed at facility. During procedure tracker-18 soft stream catheter was inserted into 8f # 4 guiding catheter, guidewire (that was identified as non-target product) was used to cross right coronary artery stenosis. Then another guidewire (which was identified as non-target product) was used to advance into distal radicles of coronary artery. Tracker-18 soft stream was slowly and gently pulled out, so that angioplasty balloon could be inserted over wire. On fluoroscopy examination distal portion of tracker-18 (soft steam) was noted in proximal portion of right coronary artery. At this point, pt complained about chest pain. Intra-aortic balloon pump was inserted into femoral artery and advanced below aortic artery knob. Counterpulsation was started. Chest pain disappeard. Segment which was previously elevated resolved to normal baseline level. Pt then went into emergency surgery to remove detached segment of the catheter, which was difficult to find. Afterwards, she neede another intervention. No info wa provided about reason for second intervention. Pt died approximately 20 hours after surgery. According to surgery report four pieces were removed from the pt's body: three pieces of guidewire and one piece 3.5 cm long of the catheter's distal end. It was also mentioned that they have not determined that death of pt was directly related to detachment of tracker-18 soft stream catheter, or to fact that she was not in condition to resist surgical interventions. Catheter was decontaminated by hosp personnel through alcohol wiping along its length, and brushing with alcohol at catheter's hub. Analysis. Catheter was kept in two separate small bio-hazards bags: in one bag was main section of catheter which consisted of hub assembly, proximal shaft and remainder of distal shaft (segment 3.2 cm long). There was lot of blood inside main portion of catheter.

Event description:
It was reported to target by the hosp that during a elective ptca/stent procedure of the right coronary artery, a tracker-18 catheter was introduced into the artery. A piece of the catheter tip broke off and lodged in the pt's right coronary artery. The pt expired during the procedure. The hosp is holding the product until further instructions.